Manufacturer narrative:
Additional information was received on 7/23/2020, the mentor failure analysis lab has received a picture of the device for evaluation. The investigation of the photograph of the device was completed by the failure analysis lab on 8/6/2020. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant with itching. Upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens or immune system disorders. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation and skin irritation. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast reconstruction revision surgery with an unspecified textured saline breast implant experienced right sided deflation and itchiness post procedure. As a result, patient had an explantation on (B)(6) 2020.

Manufacturer narrative:
Additional information was received on 7/7/2020, patient has a planned explantation on (B)(6)2020. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Additional information was received (B)(6) 2020, patient underwent bilateral removal and replacement with non- mentor implants. The impacted implant was discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number:(B)(4).